Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was 461 mg/dl. Troubleshooting was declined. He stated he would be a taking manual injection to get his blood glucose level down. The device was not returned.